Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter states that he is having issues with buttons, stated that they respond accurately but stated that the buttons need to be manipulated a certain way to get them to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.